Event description:
Complainant alleged that when a nurse in the ICU was administering a shock (joule setting unk) to a very large female pt (age unk), the nurse rec'd an unintended delivery of energy from the device. Just prior to receiving the shock the nurse was standing on the opposite side of the pt's bed from the device. She asked a second nurse, who was standing on the same side of the bed as the device, to pass her the device paddles in order to defibrillate the pt. The complainant alleged that the nurse who was holding the paddles received the shock when defibrillating the pt. The complainant indicated that there was no adverse effects on the pt as a result of the reported malfunction, and that there were no adverse effects or lingering after effect on the nurse who received the unintended delivery of energy.